Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The system error 322 was reproduced during testing. A physical inspection found that the lower link switch screws were loose allowing the lower link switch to move, preventing the link from triggering the lower link switch. The loose screws will trigger an intermittent open/closed switch connection causing the ec 322. The lower auxiliary assembly will be replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt injury.